Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened and kinked. The timing and cause of the damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed damage contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's mother reported the patient's blood glucose (bg) levels rose to 17 mmol/l (306 mg/dl) while wearing the pod on the back for between 4 and 24 hours. 15 units of insulin was administered but the bg levels only decreased to 14 mmol/l (252 mg/dl). The patient's mother waited a few hours and then removed the pod.